Event description:
As reported by the user facility: pt crashed and was hospitalized in ER and released after a venous pull. Trend of therapy is being sent.

Manufacturer narrative:
Exemption number (B)(4). (B)(6). (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report #(B)(4). In a follow up call to the facility, the reporter stated that a staff call was made by the pt a couple of hours into the run because he was feeling light headed while connected to the machine. The nurse came over and disconnected the pt. When the pt was disconnected, the pt passed out and became non-responsive. The pt was taken to the ER. The pt's level were stabilized and the pt was released the same day. The reporter also stated that the machine operated as intended. The trend files for the actual device are being sent and the investigation is on-going at this time. A follow up report will be provided after the inspection results are available.